Event description:
The plaintiff's attorney alleged that the patient experienced sudden cardiac death as a result of naturalyte and/or granuflo administered for dialysis treatment.

Manufacturer narrative:
This is one event for the same patient involving two separate products.